Manufacturer narrative:
Block b3: exact date unknown, event occurred over a few years ago from date manufacturer was made aware. Block d2b: pro code: qrb.

Event description:
It was reported that the patient was experiencing difficulties in charging their implantable pulse generator (ipg). The patient underwent an ipg revision procedure and was doing well postoperatively. The explanted ipg will not be returned.